Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the cgm was displaying 160 mg/dl. The patient felt like they were going to pass out and was "blacking out". She checked her bg and it was 40 mg/dl. She drank gatorade and within 10 minutes, she checked her bg again and it was 70 mg/dl. At the time of the report, the patient felt exhausted. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.